Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 7 in the mouth, the implant had not yet achieved osseointegration in type ii bone. Clinician noted trauma, immature bone, peri-implantitis, mobility and inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate load and immediate implant procedures were performed.

Event description:
The clinician reported that 1 month after the dental implant was placed in (B)(6) site 7 in the mouth, the implant had not yet achieved osseointegration in type ii bone. Clinician noted trauma, immature bone, peri-implantitis, mobility and inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate load and immediate implant procedures were performed. Follow-up created to correct the name of the dental implant.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 7 in the mouth, the implant had not yet achieved osseointegration in type ii bone. Clinician noted trauma, immature bone, peri-implantitis, mobility and inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).